Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 05, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 170, 25). The affected samples were not returned for evaluation. The video confirmed flow lines on the reservoir housing; however, without the actual device, the flow line is unable to be measured. Representative retention samples were inspected and noted to have flow lines that were measured and found to be within specification. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior cardiopulmonary bypass, during setup, a line/scratch on the oxygenator was noted. *no known consequence and impact to patient. *the product was not changed out. *procedure was completed successfully.